Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (365 mg/dl). Reportedly, customer attempted to deliver a bolus, but bolus was not delivered due to insulin on board. Customer is blind and was unable to see that insulin was still on board. Reportedly, customer was able to deliver bolus after insulin on board was delivered and blood glucose levels began to stabilize.